Manufacturer narrative:
B3 - event date/date of death have been estimated. Manufacturer's investigation conclusion: a direct relationship between the device and the patient's outcome could not be conclusively determined through this evaluation. No autopsy was performed and (B)(6) was not explanted for evaluation. The account reported that no further information is able to be provided. Review of the relevant sections of the device history records of (B)(6) showed no deviations from the manufacturing and qa (quality assurance) specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. This IFU lists adverse events that may be associated with the use of heartmate 3 left ventricular assist system, including death. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2022. The cause of death was unknown but was not thought to be device or therapy related.

Event description:
It was later reported that the outcome was communicated in error. The patient remains ongoing on the device.

Manufacturer narrative:
Manufacturer's investigation conclusion: it was originally reported that the patient expired; however, further information communicated by the account stated that the outcome had been incorrectly reported. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). Review of the relevant sections of the device history records showed no deviations from the manufacturing and qa (quality assurance) specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Although no device-related issues were reported, section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.